Manufacturer narrative:
A follow up with the customer on (B)(6) 2015 indicated that the customer's blood glucose level lowered with a correction bolus on (B)(6) 2015. No product returned for evaluation. Should new relevant information become available, a follow up supplemental report will be submitted.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery. The customer's blood glucose level was 400 mg/dl. The customer was able to load a new cartridge successfully and resume insulin delivery.